Event description:
Related manufacturer reference numbers: 2017865-2022-50493 and 2017865-2022-50495. It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead the atrial (ra) lead and the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: this report is to retract MDR-2022-56882 submitted on 22 dec 2022. The event of noise oversening which was addressed by reprogramming is a nonreportable complaint.